Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 90 mg/dl, compared with the sensor reading of 62 mg/dl. The threshold suspend limit was set to 70 mg/dl. The customer stated that the insulin pump suspended when he was well over the low limit. The customer's most recent blood glucose was 134 mg/dl. The customer was advised that the issue was most likely due to the sensor not being situated properly in the interstitial fluid, preventing the sensor from properly tracking changes in glucose. The customer was advised to follow recommended sensor use protocol. The customer was advised to calibrate when prompted, monitor the sensor and call back if the issue persisted.